Event description:
It was reported that the device could not be interrogated. Hence, the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that, "the surgical tech put the trial onto the impactor handle incorrectly the threads became cross threaded. The surgeon could not remove trial from pt easily with the handle because threads were damaged. The surgeon used a bone hook and bone tump to remove the trial. Trial was damaged."

Manufacturer narrative:
Analysis found that the loss of communication was due to a low battery voltage. Based on device settings, the device was not within expected longevity performance. When tested with another battery, the device functioned normally. The device current was normal. The battery was sent back to the vendor for further evaluation. Analysis found an internal anomaly, which caused the premature battery depletion.